Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the carefusion screen. A technical support specialist dialed into the station and confirmed the station was in a ready-for-use state, with the logged-in user identified as carefusion admin. Customer advised that a field technician was onsite and had launched the application using the carefusion admin account; then tss restarted the station, which booted to carefusion application but remained stuck at the carefusion screen, reinstalled the remote support service (rss) agent per knowledge article (ka) - how to manually install rss agents & rss component manager, set the login to carefusion application, and rebooted the station. The med application successfully launched under the carefusion application account. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station was stuck on the carefusion screen and did not boot to the main interface. The customer reported that after moving the station to a different location, it failed to load properly upon startup. The station was rebooted multiple times; however, it remained stuck on the carefusion screen and did not launch the application. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.